Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed due to communication failure caused by faulty cable. It is likely the faulty cable occurred due to water immersion from the damaged part of the cable. Water immersion of cables can be prevented by following the instructions for use which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that an image could not be generated from the high-definition camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the customer allegation was confirmed. Image failure occurred due to damage of the cable unit. No endoscopic image was displayed and vertical lines appeared on the monitor. In addition, the cable unit was shaved. Due to leak of cable unit, water tightness was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.